Event description:
It was reported that when engaging the c-arm rotation lever the unit sometimes moves in the wrong direction. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches and rotational switch would be replaced. Once this was completed the system was working as intended.